Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user initiated a rewind while still connected to the pump and then disconnected shortly after, prompting education on safe supply-change procedures and recommendations to disconnect prior to starting a rewind. Symptoms included no reported hypoglycemia or other adverse effects, and the user stated blood glucose remained normal. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of use error and user training with troubleshooting and education completed by support. Investigation of this case revealed user error related to pump handling during a supply change, with no device malfunction and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error during operation.